Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku is not commercially available for sale in the u.s.; however, it is similar to a device currently marketed for sale in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the moderately tortuous, heavily calcified, 90% stenosed mid left anterior descending (lad) coronary artery. A 3.00 x 15 mm nc tenku rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with resistance felt to the lesion and on the second inflation to 18 atmospheres, the balloon ruptured. The procedure was completed with the successful deployment of an unspecified stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.